Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the smart coil pusher assembly; the pusher assembly was kinked approximately 5.0, 6.0, and 7.0 cm from the proximal end; the embolization coil was detached from the pusher assembly. Conclusion: evaluation of the returned device revealed that the smart coil pusher assembly was kinked. This type of damage likely occurs due to improper handling during use. If the device is manipulated with force against resistance, damage such as this may occur. The kinks in the pusher assembly likely contributed to the difficulties while attempting to advance the coil through the rhv. Due to the returned condition damage, the smart coil could not be functionally tested. Smart coils are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance a smart coil completely through the rotating hemostasis valve (rhv) and into another manufacturer's microcatheter. Therefore, the smart coil was removed and the procedure was completed using a new smart coil.